Manufacturer narrative:
Block b3: approximately january 2025. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: nm-3138-55 serial number: (B)(6) batch/lot number: 7112866 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6) batch/lot number: 7112999 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to high impedance readings observed on a couple of electrodes. During the procedure, the lead extensions were removed from the existing implantable pulse generator (ipg), cleaned thoroughly, and then reinserted into the ipg however, the impedance issue persisted. The ipg was then replaced during the procedure and once again the impedance issue did not improve. Therefore, the lead extensions were also replaced which successfully resolved the impedance issue. The physician assessed that the existing lead extensions were curved more medially than usual in the cervical region resulting in a degree of tension that may have been applied causing the impedance abnormality. The patient is doing well postoperatively and the parkinsons disease symptoms are well controlled.